Event description:
It was reported that the pt had reported that he no longer could hear any sound, even with equipment that is functioning properly. Testing confirmed that the device has malfunctioned. The pt has not been wearing his equipment as much with activities outside and in the water. There has been no pain, sound or any indication that something was wrong. There are no reports of any accidents or medical changes prior to this event.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.